Event description:
The customer reported that the autobipolar function on the generator self activated. It was noted that (B)(4) cords were being used. The forceps were unplugged to get them to stop activating.

Manufacturer narrative:
(B)(4). Testing found the generator to function normally and within specifications. The forcetriad user's guide states that when using the autobipolar function, the user is required to use (B)(4) valleylab reusable footswitching bipolar cords. The cord used by the customer in this incident is not recommended for the autobipolar function in the user's guide.